Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported lung infection could not conclusively be determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this IFU lists infection, sepsis, multiple organ dysfunctions/failures, including respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook, rev. G, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by customer. There were no device issues at the time the patient was lost. It was not device or therapy related.

Event description:
It was additionally reported that the patient passed away due to a lung infection followed by respiratory failure, sepsis, and multisystem organ failure. The death was not device related and the device operated as intended.